Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient lost effective therapy due to drg l4 lead migrated. This was confirmed via x-rays. Patient underwent surgical intervention on (B)(6) 2024, during which most of the lead was explanted and a fragment of the lead was left implanted as reported in MDR-(B)(4). A new lead was implanted, thus restoring effective therapy.